Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -7.00 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles. As of the date of this submission, the lens has not yet been returned for evaluation.

Manufacturer narrative:
The lens was exchanged for a shorter lens and this resolved the problem. The patient's post-op best corrected visual acuity was 20/20 and uncorrected visual acuity was 20/20. (B)(4).